Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.